Event description:
The customer stated that when the pod was removed, it was noticed that the needle never retracted. The customer's blood glucose level reached the 300s (mg/dl). The pod was worn for longer than 2 days.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle did not retract, or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.